Event description:
It was reported that during surgery the device was not functioning properly. It was not working when plugged in. Another device was pulled to keep the case moving along. No harm or delay occurred. During device evaluation, the handpiece pcba was found to show signs of charring on the edge of the parylene coating. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This incident has been recorded under (B)(4). The handpiece pcba was found to show signs of charring on the edge of the parylene coating. It was found that three traces on the pcba were likely shorted. The traces were found to be damaged under microscope review. The root cause of the damage could not be determined. The unit was dispositioned as scrap. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.